Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 14 months post deployment of a 26 mm sapien 3 valve in the aortic position, the patient reported having ¿issues¿. The exact symptoms were not provided. No actions were reported. The patient was monitored. Approximately 26 months post valve implant, the patient was admitted to the hospital due to heart failure. Severe aortic insufficiency (ai) was observed. Possible surgical intervention for the ai is planned. No further information is available at this time.

Manufacturer narrative:
Additional information indicated 26 months post implant, severe central aortic insufficiency (cai), with a peak gradient of 34.2 mmhg and a mean gradient of 20.9 mmhg was observed. The leaflet mobility was also reported to be ¿abnormal¿ in the rcc position. Severe leaflet thickening and ¿in growth¿ calcium into the sapien 3 valve was observed. The sapien 3 valve was explanted. The patient was reported to be in rehab following the valve explant procedure. The explanted valve has not been released by the hospital and is not available for evaluation. No further information is available at this time. Structural valve deterioration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet can cause central regurgitation. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect would contribute to this event. In this case, the growth of calcium in the implanted valve likely contributed to the severe central insufficiency of the valve and the heart failure symptoms reported by the patient. The cause for the calcification of the valve is not able to be determined with the available information; the cause for the chf is likely related to the increased work-load of the heart secondary to the cai that emerged as the calcification developed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.